Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). Two refills ago they got back 19 mls. Discrepancies were noted as erv 3.9ml; arv 17ml. Erv 12.8ml; arv 20ml. At the last refill erv was 4ml and arv was 12 mls. The patient was getting therapeutic effect with her pump dose but required increasing the infusion rates. There were multiple increases with persistent spasticity. A surgical revision was performed on (B)(6) 2012. Intra-operatively when the catheter was disconnected from the pump there was retrograde flow of cerebral spinal fluid and nothing abnormal was visualized. The pre-existing catheters were explanted and replaced. The patient was routinely hospitalized post-surgery for observation/titration. The patient status was noted as "alive - no injury/no adverse event". The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the proximal segment of the catheter found a well-defined indent in the cup of the sc connector, outside the catheter lumen. This was likely the cause of the volume discrepancy. Final analysis of the distal segment of the catheter found no significant anomalies.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter: product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.